Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, and eval will be completed and supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was alarming sys error 322 in the intensive care unit. Any pt injury or involvement is unk.